Manufacturer narrative:
(B)(4).

Event description:
It was reported that device has reached eri showing from merlin.net transmission. Previously in (B)(6) 2016, in the office the patient was checked and device longevity displayed over 2 years at that time. Transmissions were pulled from merlin.net and it is believed the battery run down is normal but the diagnostic information from the displayed remaining longevity may have been incorrect. The patient is not dependent, and no patient symptoms were reported. The measurements from most recent merlin.net transmission appear to be correct. This is likely a normal eri battery depletion.